Event description:
It was reported that the patient's guidewires were exposed and that the device was explanted due to an infection. It was also reported that the patient was doing ok following the explant of the deep brain stimulation system.